Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a black fragment. Visual inspection confirmed the complainant's experience of seal component separation, as the shield, a clear plastic internal component of the seal, had separated from the seal. The black fragment completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: lap kystectomie / lap cystectomy. Event description: the nurse reported that when the surgeon inserted a johann forceps with an [non-applied retrieval bag], it was first more difficult than usual ; one of the black seal and the white one from our trocar were separated from the trocar itself, felt out of the trocar in the abdominal cavity, but not free as they were around the cord of this [non-applied retrieval bag]. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap kystectomie / lap cystectomy. Event description: the nurse reported that when the surgeon inserted a johann forceps with an [non-applied retrieval bag], it was first more difficult than usual ; one of the black seal and the white one from our trocar were separated from the trocar itself, felt out of the trocar in the abdominal cavity, but not free as they were around the cord of this [non-applied retrieval bag]. Patient status: no patient injury.